Event description:
Hcp reported patient underwent catheter explant in 2004 due to underinfusion seen on x-ray roller study. The patient had experienced uncontrolled spasticity. The patient had good therapeutic results with intrathecal baclofen but the patient experienced a postoperative infection of the back incision.